Event description:
On (B)(6) 2025, the user¿s mother reported the ilet screen displayed colored lines and would not reset when placed on the charging pad. The agent advised the screen was likely damaged and initiated a replacement. The user can continue using the continuous glucose monitor (cgm) with the dexcom app or receiver in the meantime. No cause of damage was identified, no injuries occurred, and the device will be returned. No blood glucose (bg) values were affected. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.